Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was admitted to hospital following weakness causing a fall. It was reported that the implantable pulse generator (ipg) exhibited intermittent telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.